Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's primary system controller was having intermittent "power cable disconnect" alarms when either tethered to a power module or on batteries. The system controller was exchanged with another system controller and no further problems were reported.

Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the MFR's lab and the reported event was confirmed. Various alarms occurred when manipulating the black power lead at the connector end. The black power lead was stripped revealing a broken wire. The condition of the wire in the black power lead led to various alarms including the "power cable disconnect" confirming the reported event. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.